Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during equipment set-up for a sacroiliac and thoracolumbar lumbar fusion procedure, the navigation system did not recognize the side trackers of the gantry. The camera was able to see the reference frame which was further away. The site rebooted the imaging system and the issue was resolved. This caused a 10-15 minute delay. There was no reported impact on patient outcome.